Event description:
The pt was implanted with a left ventricular assist device. Approximately 20 months post-implant, the pt was found unconscious while at home with a fibrillating heart. Emergency service immediately started resuscitation and several defibrillations without success and the pt expired. The display module showed an ongoing low flow alarm.

Manufacturer narrative:
The pt's equipment was transferred to the implanting center, at which an attempt was made to download the data from the system controller, but the memory could not be accessed. All other parameters displayed normally on the system monitor at the hospital. The system controller was connected to a mock loop and was found to operate the pump as expected; however, while running the mock loop, the hospital staff noticed that the black power lead of the involved system controller became hot to touch. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.